Event description:
It was reported that the pt's device was replacement on (B)(6) 2011. The replacement was a "routine replacement due to eri (B)(6)." There was no pt injury and the pt recovered without sequelae. The drug used in the pump at the time of the event was lioresal.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed that there was a 5 ma 5 second pulse battery resistance was 393 ohms, which exceeded the battery specification upper limit of 317 ohms.